Event description:
It was reported a bilateral implantable pulse generator (ipg) change for battery depletion, and in addition, the right system was revised for a suspected open circuit. Prior to the replacement surgery, the 0, 1, and 3 contacts demonstrated open circuit values as well as lack of therapeutic or stimulation-induced side effects on the respective contacts according to the nurse programming the system. The lead was disconnected from the extension, and the integrity of the right electrode was tested with a screening cable, external neurostimulator (ens), and physician programmer. By isolating the lead, it was determined that the lead was functioning properly suggesting that the extension was compromised and needed to be replaced with a new extension. The extension was explanted, and a new extension was implanted and connected to the new implantable neurostimulator. By replacing the extension, the system demonstrated normal impedance values. It was reported that the patient had 4 operational contacts on her right side versus 1 operational contact prior to the revision. The explanted extension was not sent back for analysis since it was cut by the neurosurgeon during explantation to expedite removal of the extension. Additional information had been requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3387-40, lot # j01207572v, product type lead.